Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported "right breast with stiffness, loss of shape on palpation, characterized capsular contracture baker grade IV, and MRI showing signs of implant rupture". The device remains implanted.

Event description:
Device has been explanted.